Event description:
During a routine f/u, the ICD could not be interrogated. Attempts to communicate with the device were unsuccessful which included changing the wand orientation, using a different programmer, replacing the wand, checking for noise sources and x-raying the pt to ensure that the device had not been flipped. After performing a device status command, a communication error message was rec'd. The decision was made to explant the device.